Event description:
New information received notes that the noise over-sensing resulted in pacing inhibition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited noise over-sensing. Noise reversion episodes were noted. The patient reported that they suffered presyncopal episodes during the time of the over-sensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.